Manufacturer narrative:
(B)(4). Concomitant medical products: 00875305001 65207346 50mm o.d. Size hh porous uncemented with cluster holes shell use with hh liners. Report source: foreign country: india. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-02208.

Event description:
It was reported the liner could not be assembled with the cup. A dual mobility was used instead. A 30 minute delay occurred. No adverse events have been reported as a result of this malfunction. Additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: d9; g3; h2; h3; h10 inner spherical surface of the liner shows dings and scratches. Outer spherical surface shows damage the locking features, anti rotation scallops, and high wall feature. Damage includes indentations, deformation, nicks, gouges, and scratches. No other damage was noted. Root cause unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.